Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010186, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010186 was manufactured according to the work instruction (wi) version 29 and manufactured in the line 1 on 21/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l00156 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 20/nov/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) (B)(4) was opened during the sterilization processes actions were required. However, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process was found unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced infusion set cannula needle break on (B)(6) 2025. The insertion site was thigh. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.